Event description:
The guidewire (subject device) was returned for analysis and it was discovered that the guidewire (subject device) ptfe (polytetrafluoroethylene) coating was noted to be peeling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be kinked/bent at 185cm from the proximal end, an attempt had been made to shape the guidewire tip, the guidewire ptfe coating was noted to be peeling in multiple areas to 49cm from the proximal end, the proximal bond junction was found to be broken, the core wire distal end was observed through the distal tip dome, and the hydrophilic coating was hydrated and there were no anomalies noted. During functional inspection the distal tip was re-shaped. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no damage was noted to the packaging prior to preparation of the device, no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, and the guidewire tip was shaped 45 degrees. During analysis, the guidewire was noted to be kinked/bent at 185cm from the proximal end, the ptfe coating was noted to be peeling in multiple areas to 49cm from the proximal end, and the proximal bond junction was found to be broken. The ptfe coating damage most likely occurred as a result of interaction with the introducer. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed ¿guidewire ptfe coating peeling¿ as well as the as analyzed 'guidewire kinked/bent' and 'guidewire distal tip damaged' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The distal tip was able to be re-shaped properly during functional testing and the device met all required dimensional inspections. Therefore, the as reported 'guidewire distal tip poor shape retention' was not confirmed since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.